Event description:
Report received from the USA stating that the device has a hole in the hose (hose damage excluding rupture). The device was not being used during surgery. It is unk if injury or medical intervention were reported. The date of the event is unk. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if add'l info should become available, a supplemental report will be sent. Ref: (B)(4).